Manufacturer narrative:
B3 date of event: corrected from (B)(6) 2020 to (B)(6) 2020.

Event description:
It was reported that a balloon rupture occurred. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, when the balloon was inflated, it was noted that the balloon popped even before reaching 4atm and blood traveled back up into the shaft of the wolverine. The procedure was completed with a different device. No patient complications were reported. It was further reported that the 70% stenosed lesion was located in a tortuous and mildy/moderately calcified artery. The balloon was inflated once at 3-4atm when the balloon popped. The procedure was completed with another of the same device and the patient condition was great post procedure.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported.

Event description:
It was reported that a balloon rupture occurred. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, when the balloon was inflated, it was noted that the balloon popped even before reaching 4atm and blood traveled back up into the shaft of the wolverine. The procedure was completed with a different device. No patient complications were reported.